Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was fractured. The physician attempted to explant the lead without success and therefore the lead was capped and replaced. No patient complications have been reported as a result of this event.